Manufacturer narrative:
(B)(4). Product will not return;customer retain the complaint product. Most likely underlying root cause of malfunction:strip issue. (B)(4). Manufacturer contacted customer with several follow up to know the symptoms persist;customer's son advised contact later since the customer was not able to talk to rep;other calls made,unable to talk to customer. Product letter notification sent.

Event description:
Costumer reported complaint for e-5 error message during blood glucose test results. The customer assisted during the call with her request, customer was able to get a reading of hi. The customer's expected fasting blood glucose test result range is 100-160 mg/dl. The customer feels symptoms of nausea, thirsty and dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 1/13/2018.